Event description:
It was reported that a total of 22 patients (male:8, female:14, average age 76 yrs / age range 63-99 years) underwent a balloon kyphoplasty procedure to treat osteoporotic vertebral fractures. Levels treated included t12 (n=8), l1 (n=6), l2 (n=3), l3 (n=3), and l4 (n=2). In all cases, it was reported that the operating time averaged 47.8 min (30-69 min) and blood loss was very low and could not be measured. It was reported that one patient was observed as having "cured cement was protruded from the vertebra (anteriorly)," and "anterior spinal reconstruction was needed." No further information was provided. It is unknown if the event was detected intra-operatively or post-operatively.

Manufacturer narrative:
Literature citation: shigeto hiratsuka, kota suda, satoko matsumoto, seiji iimoto, aki ueda, masatoshi sanda, motoki komatsu, yasuaki toujou, katsuhisa fujita, akio minami. Clinical outcome of balloon kyphoplasty for osteoporotic vertebral fractures. J. East. Jpn. Orthop. Traumatol; august 2012. Vol. 24(3); p 276. A2. Average age of patients: 76 yrs; age range 63-99 years a3. Total: 22 patients (male:8, female:14). Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.